Manufacturer narrative:
(B)(4). The analysis results found that the instrument arrived in good visual condition and was void of staples. It should be noted that all instruments are inspected 100 percent for staple presence by an automated laser scanning system and are visually inspected three times (300 percent) at an inverted position prior to the place ment of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. The instrument was reset and reloaded with staples. The instrument cycled, fired, and formed all the staples without any anomalies noted.

Event description:
It was reported that when the device was used during a resection of the low rectum, it failed to apply the staples as expected. Surgeon said that when he squeezed the firing trigger, he felt as if the firing mechanism was faulty. Another device was used to finish the case, and there were no adverse pt consequences.